Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The e100 generator had a hard non-recoverable error on startup but there were no errors in the logs. The fse replaced the e100 generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e100 generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm and replicate the customer reported complaint. This unit was installed into a pca system and powered up, fa was able to confirm that the red light was on when powered up. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors on the e100 generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer observed a non-recoverable fault on the e100 generator. The customer stated the light turned red when the vessel sealer instrument was installed. The customer swapped out the instrument, however the e100 power button was still red. The technical support engineer (tse) did not confirm any errors in the logs. The tse advised the customer to power cycle the e100 to clear the non-recoverable error but. The issue remained. The tse informed the customer that the vessel sealer could be used with the integrated electrosurgical unit (iesu). The instrument was moved to the iesu and was recognized. The customer proceeded with the case however would like the field service engineer to go onsite and have the issue resolved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the e100 powered on normally without any issues however, during the procedure the e100 just stopped working and they had to switch to the integrated electrosurgical unit (iesu) to complete the procedure. No other issues were noted during the procedure. No delays in the procedure.